Event description:
Follow up information was received on 14-aug-2020: the author confirmed that the patient was not injected with belotero®, but the author had referrals from other physicians where the injected material was not known. The outcome of the events remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, upper eyelid / brow/edema with eyelid ptosis, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not provided. Citation: dubinsky-pertzov b, bernardini fp, or l, gazit I, hartstein me. Late onset upper eyelid and brow edema as a long-term complication of hyaluronic acid filler injection [published online ahead of print, 2020 may 19]. Aesthet surg j. 2020;sjaa126. Doi:10.1093/asj/sjaa126.

Event description:
This case is linked to cases 3013840437-2020-00062, 3013840437-2020-00064, 3013840437-2020-00065, 3013840437-2020-00066, and 3013840437-2020-00067, referring to the same literature article. This is a literature report from a non-comparative, retrospective study of a series of patients who presented with upper eyelid edema 6-24 months after an uneventful hyaluronic acid filler injection in the supraorbital area. The study aimed to report the experience in diagnosing and managing late onset upper eyelid edema. This literature report from israel concerns a (B)(6) female patient. The patient was injected with hyaluronic acid into the upper eyelids. The patient did not have a history of allergies, rosacea, chronic or fluctuating lower eyelid or malar edema of unknown origin, or thyroid eye disease. Six months after the treatment with hyaluronic acid, the patient experienced an upper eyelid edema in a centro-lateral brow edema pattern, with progressive swelling. It was further described as the late occurrence of the upper eyelid swelling. As reported, the affected area appeared swollen, tense and displayed some degree of tyndall's effect. Corrective treatment was performed using hyaluronidase, injected into the area of edema, into the subcutaneous layer of the eyelid skin. Hyaluronidase was reconstituted in 1 ml of saline. A total of 0.1 ml of this mixture was then diluted in 3 ml of saline. The hyaluronidase was then injected into the edematous areas in 0.1 ml aliquots as needed. Immediate pressure was applied for several minutes after injection. The patient had a quick and complete response to hyaluronidase and the edema resolved within 6 - 36 months. The outcome of the event tyndall effect was considered as resolved. In the opinion of the authors, the unique anatomy and function of the eyelids play an important role in development the late onset edema, presenting months and even years after an otherwise stable initial injection. The thin upper eyelid skin, baring no subcutaneous fat, may allow less concentrated filler to diffuse with time, while more viscous fillers may cause visible lumpiness in this area. Specifically, in the upper eyelid, the three-dimensional structure of the hollow and deep superior sulcus makes it a challenging area to fill. This may require several filler injection sessions and precise and correct localization of the initial injection point in order to avoid overcorrection. The authors believe that filler injection at the level of the retro-orbicularis oculi fat is the main culprit of the upper eyelid edema. Choosing the appropriate filler, placing the filler with the appropriate injection technique, and being aware of the complex local anatomy may help mitigate the risk of this complication. The use of hyaluronidase as a first-line treatment appears to be the most reasonable treatment option.